Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. The initial battery gauge was at 80% when plugged into a power source to be charged. The gauge then displayed 5% and 20 minutes later when the customer unplugged the pump from charging, the gauge displayed 15%. Customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.